Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the evercross balloon with a non-medtronic 7x25 sheath and a non-medtronic 0.035 guidewire to treat a calcified fibrous moderately tortuous lesion in the right proximal common iliac artery of diameter 8mm. The catheter was prepped as per IFU with no issues identified. The catheter passed through a previously deployed stent. No resistance or excessive force was used. It was reported during first inflation a longitudinal balloon burst occurred at 14atms and all fragments of the balloon were removed from the patient. The procedure was completed using a 8x60 protege se everflex stent and post dilated with a 8x40 everflex pta balloon. No injury to the patient was reported.

Manufacturer narrative:
Additional information: the lesion exhibited 60-70% stenosis. The balloon was inflated inside the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was post dilated with a 8x40 evercross pta balloon, incorrectly specified as an 8x40 everflex. If information is provided in the future, a supplemental report will be issued.